Event description:
Same case as 2134265-2012-02581 and 2134265-2012-02583. It was reported that during preparation for a rotational atherectomy treatment procedure, an issue with foreign matter occurred. Access was obtained through the femoral artery. The 2.5x16mm, 90% stenotic, eccentric shaped, de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. When the nurse unpacked the 330cm rotawire guide wire, a white particle was observed on the guide wire. The nurse opened two more 330cm rotawire guide wires packages and observed white particles on each of these guide wires also. The procedure was completed with another 330cm rotawire guide wire and a 2.5x18mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Event description:
Same case as 2134265-2012-02581 and 2134265-2012-02583. It was reported that during preparation for a rotational atherectomy treatment procedure an issue with foreign matter occurred. Access was obtained through the femoral artery. The 2.5x16mm, 90% stenotic, eccentric shaped, de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. When the nurse unpacked the 330cm rotawire guide wire, a white particle was observed on the guide wire. The nurse opened two more 330cm rotawire guide wires packages and observed white particles on each of these guide wires also. The procedure was completed with another 330cm rotawire guide wire and a 2.5x18mm non-bsc stent. No patient complications were reported and the patient¿s status is stable.

Event description:
Same case as 2134265-2012-02581 and 2134265-2012-02583. It was reported that during preparation for a rotational atherectomy treatment procedure an issue with foreign matter occurred. Access was obtained through the femoral artery. The 2.5x16mm, 90% stenotic, eccentric shaped, de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. When the nurse unpacked the 330cm rotawire guide wire, a white particle was observed on the guide wire. The nurse opened two more 330cm rotawire guide wires packages and observed white particles on each of these guide wires also. The procedure was completed with another 330cm rotawire guide wire and a 2.5x18mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the visual and tactile inspection of the device revealed small particles of hystrene along the wire. The outer diameter was measured and all measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user preference. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).